Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the electric pen drive device would run in the locked position and the device had foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check for unintended motion, check handpiece in ¿lock¿ mode, check hand switch in ¿lock¿ position, check general function with test hand switch, check function in forward and reverse running mode, check function in ¿lock¿ mode with foot pedal, and check general function with foot pedal. Therefore, the reported condition that the device would start running as soon as it was plugged in with or without the finger trigger was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the electric pen drive device would start running as soon as it was plugged in with or without the finger trigger. It was reported that the device would run and would have to be unplugged to turn it off. It was reported that the device had been used in surgery. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. If additional information should become available, a supplemental medwatch will be submitted accordingly.